Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had not called him. The rep was going to check with the healthcare provider (hcp) administrator to see if he had been in contact with them. It was noted that the rep heard back from the hcp that the patient had not contacted them yet either. The rep believed the patient may still have been recovering from his shoulder and hip surgeries.

Event description:
Additional information received from the manufacturing representative (rep) reported that the patient had still not contacted the rep or the physician to work with him since his other surgeries.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The manufacturing representative (rep) reported that the patient fell off the back of a pickup due to a slippery surface and injured his left shoulder and hip. The patient noticed after a fall that the stimulation caused spasms in left leg when on and the battery depleted more quickly. The rep was unable to troubleshoot. The battery was charged fully two days ago, but had discharged already. The patient did not have the recharger with him. The patient was seeing the healthcare professional (hcp) and will check battery once charged. The patient was undergoing shoulder and hip surgery (B)(6). Anything to be done with the stimulator will be several weeks in the future. It was later reported that the patient was having 2 surgeries on their hip and shoulder, which were scheduled for early october, however it was pushed back a couple of weeks. The patient was to call the manufacturer representative to troubleshoot their system once they recovered. Relevant medical history includes failed back surgery syndrome and spinal pain. No interventions or outcome was reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.